Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately .094" x .316" was not returned with the instrument. Additional observations related to the customer reported complaint are as follows: the instrument was found to have a dislodged proximal clevis. The proximal clevis, along with the rest of the distal end, are found to be completely detached from the rest of the instrument. The instrument was also found with a broken grip cable and broken pitch cable at the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the staff noticed that the fenestrated bipolar forceps instrument was bent and they could not adequately engage the instrument. The procedure was completed with no reported injury.